Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient a rash on the front of his body. There was no alleged device malfunction. The patient was recommended (B)(6) for babies by a pharmacist. Follow up indicated that rash has improved.